Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4)checked the subject device and found that the endoscopic image of the subject device was not displayed due to the breakage of the camera cable, and also found that the endoscopic image of the subject device had heavy noise due to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported event was attributed to the failure of the image signal transmission to the video processor, which might be caused by the breakage of the camera cable and/or the failure of the ccd unit. In addition, it was considered that the camera cable breakage was attributed to the user handling, and the ccd unit failure was attributed to the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was displayed intermittently. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.